Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Device has a potential field age of 7 years and shows signs of repeated use. The reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the doctor was doing his final trialing of the knee component and attempted to remove the trial bearing and it snapped. No additional information.